Event description:
The customer reported that the insulin pump alarmed motor error and was not delivering insulin at all. The blood glucose reading was 120mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run the displacement and self test and they passed. However, the high pressure test was completed and failed. No further information was provided

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.